Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 180) message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs and performance testing confirmed the occurrence of system fault error messages (sf 180). Based on previous investigations of similar complaints and all available evidence, the investigation determined that reported event was most likely due an isolated component failure within the device battery assembly. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).